Event description:
It was reported the ar40e model intraocular lens (iol) had patient contact however, the extent of patient contact is unknown. The incision was enlarged and vitrectomy was performed however, there was no serious patient injury. It is unknown if sutures were required. It is unknown what triggered the vitrectomy. The event was not due to a product quality issue. However, it is unknown if a patient issue contributed to the event. Patient left with no lens placed in the ocular dexter (right eye). Patient referred to retina specialist. No further information is available.

Manufacturer narrative:
Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement and vitrectomy section h-6 health effect - clinical code: 4581 incision enlargement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.